Event description:
It was reported that the patient experienced a pericardial effusion due to a perforation from the right atrial (ra) and right ventricular (rv) leads. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.